Event description:
It was reported that this right ventricular (rv) lead was partially capped and surgically abandoned without any allegations received at this time. A different lead was also implanted. At a later date, report was received from the field indicating the lead was capped and surgically abandoned due to physicians discretion. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that this right ventricular (rv) lead was partially capped and surgically abandoned without any allegations received at this time. A different lead was also implanted. No additional adverse patient effects were reported.